Event description:
It was reported that the person with diabetes (pwd) had experienced a line blocked alarm that had occurred 30¿45 minutes after the insertion of a new infusion set. Upon removal, no issues had been observed with the cannula, although some insulin had been noted on the skin around the site. The pwd had attempted to replace the infusion set at the time of the alarm; however, the new infusion set had not adhered upon insertion. At the time of the call, the sensor had been reading 154 mg/dl. There was no reported injury to the patient. The event occurred while in use.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.